Event description:
The customer reported that error code 203 displayed on their infiniti system. Five cases were cancelled. There was no patient impact related to the cancelled cases.

Manufacturer narrative:
A company service representative visited the site and examined the infiniti system. The error was confirmed. The service representative reseated the cables and replaced the data cable. The system was then retested. The company service representative then attended six surgeries; there were no problems or complications.